Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Product event summary: the battery was not returned for evaluation. The reported premature switching event was not confirmed via review of the controller log files since log files covering the reported event date were not available for analysis. The reported wire damage could not be confirmed due to insufficient evidence. Based on historical review of similar events, the most likely root cause of the premature power switching event can be attributed to momentary disconnections or communication errors between the controller and battery. The most likely root cause of the reported damaged wires can be attributed to wear and/or to the handling of the device. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the battery was prematurely changing to the second power source. The battery also had damaged wires just distal to the bend relief. The battery was replaced. No patient complications have been reported as a result of this event.